Event description:
Philips received a complaint by the customer on the v60 indicating that the foot lever/latch (that you push down to lock the caster) would not stay up. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer requested the part number for the replacement caster for cart. The rse provided customer with part number and price for replacement caster and caster wrench. This investigation is ongoing.

Manufacturer narrative:
The customer replaced the caster to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.